Event description:
It was reported that a power module (pm) had an alarm and when it was silenced, the pm became either non-responsive or the battery died completely. It also started to make this clicking noise but there weren¿t any lights on the front showing it needed to be repaired. The customer thought the battery was completely dead but couldn¿t explain why it was making a clicking sound. A loan replacement request was made. The pm will be returned for repair. Additional information revealed that the clicking noise originated from the bluetooth attachment which was flashing with each click.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of the power module producing an alarm then a clicking noise was confirmed via evaluation at the service depot. The returned power module (s/n: (B)(6)) was received at the service depot and upon powering on the unit, the alarm and clicking noise were reproduced. The issue was traced to the power supply printed circuit board (pcb). The part was replaced, and a functional check was performed. All applicable tests passed, and the unit was returned to the customer site. The power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The returned power module power supply pcb showed no signs of physical damage. The pcb was placed within a known working test power module and the clicking noise was reproduced. A static orange light was observed on the test power module when powered on. Analysis of the pcb revealed fluctuating voltages across transformer t1. The compromised transformer could have resulted in the reported alarm and clicking noise. The reported event was determined to be due to the compromised component on the power supply pcb; however, the root cause of the damage to the component could not be conclusively determined through this analysis. Heartmate power module instructions for use, rev. B, under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook, rev. D, section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook, rev. D, and the heartmate 3 instructions for use, rev. C, caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was clarified that the clicking noise originated from the power module.